Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) therapy, which resulted in an acceleration of the rhythm of the patient. This ICD was unable to determine if atrial arrhythmias were present during the configured collection period. However, shock therapy was administered and successfully converted the rhythm of the patient back to normal. This ICD remains in service. No additional adverse patient effects were reported,